Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Additionally, the pump touch screen was unresponsive and no longer functional. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to alternate form of insulin therapy.